Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for estradiol on an e411 analyzer. The first sample initially resulted as 1647 pg/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016, resulting as 930.8 pg/ml. The second sample initially resulted as 2000 pg/ml on (B)(6) 2016 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016, resulting as 972 pg/ml. The patients were not adversely affected. The estradiol reagent lot number was 12067001, with an expiration date of 01/31/2017. The field service representative could not determine a cause for the issue. He checked the operation of the instrument and ran performance testing. The customer ran calibration and controls. All tests passed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information.